Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips would not close on the cystic artery and duct. Finished with another er320 to complete the case. There was no consequence to the pt.